Event description:
A us distributor contacted zoll to report that a 66 year old female patient passed away on (B)(6) 2015. On the day of passing, the patient was inappropriately treated during asystole three times between 00:49:54 and 00:52:07. CPR artifact contributed to the false detections. The response buttons were not pressed during the entire event. There is no additional information available.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) - 02/2014 (reuse). Electrode belt sn (B)(4) - 02/2012 (reuse).